Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause of the customer's report was electrical failure ¿ design.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the devices not powering on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Device not received.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the devices not powering on. There was no patient harm. The issue was noted prior to patient use.